Manufacturer narrative:
D4, h4: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was first admitted for pseudomonas bacteremia on (B)(6) 2019. The patient was admitted with a fever. The patient was discharged on intravenous (IV) antibiotics (zerbaxa) on (B)(6) 2019.

Manufacturer narrative:
Section b3: correction. Section b5: additional information. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
A user facility report # (B)(4) for the event was received. The patient's history of infection is documented in MFR # 2916596-2019-03111. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an increasingly complicated driveline site infection including pseudomonas bacteremia. Patient has history of incision and drainage (I&d) of the driveline to include almost entire un-roofing of the driveline (only 8cm remained tunneled). Cure of infection cannot be achieved without removal of lvad at time of transplant, and infection cannot be successfully suppressed without antibiotics infusion. Antibiotics infusion are again resumed, and patient should be listed for dual organ listing soon (heart/kidney). No additional information was provided.